Manufacturer narrative:
A service call was performed. A replacement gal level switch was sent to the customer overnight. The customer has not notified us of any further issues since replacing the switch.

Event description:
Customer reports, there is no 'system liquid empty' error when system liquid is empty on the galileo. The system liquid is utilized for pipettor rinsing and for delivery of reagents.